Event description:
Customer reported when the alarm is in use with the nurse call cable, the nurse's station does not sound when weight is lifted from the sensor pad. The issue was discovered during set up, but the date of the event is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received; note: this report is submitted based on the customers initial reported issue. (B)(4).